Event description:
A nurse reported a occlusion indication occurred during a cataract procedure. The cassette was replaced twice, the handpiece and the console were also replaced. The procedure was completed without consequences to the patient. A product sample was requested, however, it was discarded after the completion of the procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: a device history record review for the console show that the product met specifications at the time of release. The root cause cannot be determined conclusively. As the customer did not retain the first finished goods lot number, device history record and lot history could not be reviewed. The second goods lot was not retained by the customer, however, the device history record review shows that the lot for the product was released per specifications. The customer did not retain the two sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as samples have not been received. Without the samples, it is not possible to isolate the root cause. (B)(4).